Manufacturer narrative:
H3: one cadd cassette reservoir from p/n 21-7308-24 l/n 3890938 was received in used conditions inside its opened original packaging. Visual inspection was performed at 12" under normal lighting in order to detect any damage to unit. During the visual inspection, it was seen that the bag was completely broken and detached from the cassette. The sample was tested using a syringe in order to detect leaks in the cassette tube. No leaks were found. The reported leaking cassette issue was confirmed. The most probable root cause for the broken bag is that the unit became damaged after left smiths medical facilities.

Event description:
Information was received indicating that a smiths medical cadd cassette reservoir was noted to be leaking. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.